Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the activa rc wireless recharger was flashing green lights and would not reset, making it impossible to recharge the implant. Attempts to reset the device, both when connected to and disconnected from the charging base and power source, were unsuccessful for hours. No environmental or external factors contributed to the issue. The issue was unresolved at the time of the report, and a replacement product was required. No patient complications have been reported as a result of this event. Additional information was received reporting that the recharger was able to turn on but did not work normally (loop lights). The recharger was unresponsive and did not find the implantable neurostimulator (ins) because of the initial error/loop lights. Another recharger was temporarily borrowed to resolve the issue.